Event description:
A nurse reported that three different surgeons, on several occasions, noted that the system would not build vacuum causing the patient's anterior chamber to collapse during a phacoemulsification procedure. There were no error messages displayed. The cassette was exchanged and the case was completed following a 20 to 30 minute delay. There was no patient harm reported. The customer reported that during testing of the handpiece, the test chamber collapsed a little bit at the end of the test procedure. Also, on surgeon reported that the tip had clogged. The phaco tip was changed, but the issue persisted until the cassette was changed. A company representative checked the system and could not find any errors with the machine. It is suspected that there may have been an issue with the cassette. This is the first of three reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).